Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Fse confirmed the complaint by checking device pressure. Further inspection of the device noted the prefilter to be upside down. Fse corrected the positioning of the prefilter and was subsequently able to run fifteen patient samples and controls without errors. No further action was required by field service. A (b)(64 complaint history review and service history review for similar complaints was performed for the serial number 14545712 from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The 5.7 filter replacement: replace the filter in the following cases. When the filter counter reaches 400 injections. When the pressure is more than what is indicated on the column inspection report + 4 mpa. The filter has been in contact with blood samples. Wear protective clothing such as glasses, gloves, mask, etc., and take sufficient care to prevent infection during replacement and handling. If the analyzer is not in stand-by state, wait for the assay to end and stand-by to be displayed. You can also change the state to stand-by state by pressing the stop key. Open the door below the display. Confirm on the main screen (the second screen) that the sv1 key is open (o). Remove the filter outlet (top) flow line. Turn the top of the filter holder assembly by turning it counterclockwise and remove the filter holder by pulling it straight out. Lightly press the top of the holder to take out the old filter element. Place the new element with great care of surface of filter. The gray colored surface is the outlet (up) side. Firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. Place a lab wipe at the filter holder outlet and run the pump by pressing the key to remove the air inside the element. Check that no more bubbles come from the outlet side, and then press the key to stop the pump. Connect the outlet side flow tube. Press the key again to start the elution buffer delivery. Make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. After installing a new filter, reset (zero) the filter counter on the reagent change screen. Once the filter is tightened it will become deformed and cannot be used again. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2018, the customer reported receiving "error 100 pressure high" and "error 711 line valve error" with their g8 analyzer. Technical support (ts) suggested she replace the filter and check the rotor valve connections. This was initially successfully in restoring normal pressure. The customer was instructed to call back if the errors returned. On (B)(6) 2018, the customer called back to request service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.